Event description:
The consumer was allegedly found deceased with his head lodged between the mattress and side rails.

Manufacturer narrative:
MFR received info from dealer regarding an alleged bedrail entrapment. Device has been in service for over 9 years. Dealer reportedly used one set of rails on the bed. Manufacturers current user guide advises two rails be used. MFR reviewed guide with dealer. Zone of entrapment is unk at this time. MDR filed based on death.